Event description:
It was reported that a patient underwent a right prophylactic mastectomy and insertion of implant on (B)(6) 2011 and a drain was used. On the (B)(6) 2011, the patient presented to the hospital with increased pain, swelling and redness. A seroma and subcutaneus infection were detected in the pocket where the drain was located. The seroma was drained under ultrasound guidance on (B)(6) 2011 and the patient was discharged on (B)(6) 2011 on oral antibiotics. Further drainage to the same pocket occurred on (B)(6) 2011. The patient was evaluated on (B)(6) 2011 and the implant may need to be removed. Currently the patient is being reviewed at least twice weekly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.